Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation which included a carto vizigo 8.5f bi-directional guiding sheath ¿ small, as well as a thermocool smart touch sf bi-directional navigation catheter (stsf). The patient experienced hemoptysis and cardiac arrest which required resuscitation and hospitalization in the intensive care unit (ICU). During the procedure, the patient coughed up blood. Prior to the ablation, the saturation decreased so that the ablation was terminated immediately after pvi and the procedure was transit to the bleeding treatment. Subsequently, bleeding worsened, leading to a decreased blood pressure and cardiac arrest. The patient was resuscitated by cardiac massage and was transferred to the ICU. Since the period of circulatory arrest was prolonged, the patient might have a brain damage. The patient was under observation at the time of reporting. Causal relationship with the product was unknown. An ¿I-gel¿ airway management device was used. Prior to the ablation, bleeding had occurred; therefore, the ablation was considered to be unrelated. Before and after the catheter was inserted in the left atrium, bleeding in trachea was confirmed. According to the physician, the cause of hemoptysis was from the lung so brokenbrough (transseptal puncture) might be the cause. The physician commented that biosense webster products were not related to the cause of bleeding. The patient¿s condition improved. The event is being reported under the sheath as the physician reported that the transseptal puncture may have been the cause of the bleeding. Follow up is being conducted regarding whether the vizigo sheath was actually used in the transseptal puncture. Additionally, the event is being reported under the stsf ablation catheter because the bleeding worsened after ablation and therefore, ablation cannot be excluded as a contributing factor.

Manufacturer narrative:
On 16-jul-2024, additional information was received, and it was confirmed that the vizigo sheath was not used for transseptal puncture. Therefore, the vizigo sheath is not a suspected device and this event is no longer considered MDR reportable against the vizigo sheath. As such, the h 6. Health effect - clinical code, h 6. Medical device problem code, and h 6. Health effect - impact code have been updated. However, since this event has already been reported to FDA, we are including the product investigation conclusion below. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000330 and no internal action related to the complaint was found during the review. Correction to the initial report: g1. Manufacturing site. Is (B)(4), therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).